Event description:
Additional information received through follow- up revealed the primary cause of death was cardiogenic, and septic shock due to ventilator-associated pneumonia. The patient had heart failure and non-ischemic cardiomyopathy.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed. Analysis revealed no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and there was a possible infection. Further review of the manufacturer's database indicated the patient died approximately two months post implantable cardioverter defibrillator (ICD) system implant.